Manufacturer narrative:
Analysis of lead model 3389-28, lot # b0823068k determined the outer insulation was turn underneath the #0 connector sleeve. There were no significant anomalies with the lead. The continuity was acceptable and there were no shorts between circuits.

Event description:
It was reported that prior to implant the lead tip was "visually defective". The lead was not used. If additional information becomes available, a follow-up report will be sent.